Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Low bg cause was not known. While trouble shooting with tandem technical support the customer became non-responsive and was ¿floating in and out of consciousness¿ resulting in technical support calling ems. Ems transported the customer to the hospital with a bg of 17 where they were admitted for treatment. The customer was treated with intravenous fluids of saline and glucose. Treatment resolved the issue and there was no permanent damage. Customer was released from hospital 2 days later, (B)(6) 2025.